Manufacturer narrative:
Evaluation summary: the device was returned for evaluation. A visual and a tactile inspection was carried out on the device with the following results: 1. The balloon was unfolded and cut at the proximal cone. It was not possible to inflate the balloon due to this damage. 2. The guidewire 0,035¿¿ easily passed.. No further test could be performed based on the device conditions. There were images provided. These are photos of the balloon damaged as reported in the event description. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use an admiral xtreme with a non-medtronic 6f introducer sheath and a non-medtronic 0.035 hydrophilic guidewire for treatment of a 140mm lesion in the patients mid left superficial femoral artery (sfa) of diameter 4mm. Moderate tortuosity and calcification were reported and the lesion exhibited 75% stenosis. The IFU was followed and the device was prepped without issue. A non-medtronic inflation device was used. It was reported that inflation difficulties were experienced at a pressure of 6 or 8 atm. The device was replaced to complete the procedure without further issue. The doctor indicated that there was no filling of the balloon at the time of inflation. A leak was noted at one end of the balloon after the device was removed from the patient. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.